Event description:
It was reported that approximately 17 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with abdominal pain. The hospital performed a computed tomography scan which indicated the patient had an active rupture and endoleak. The physician elected to correct the endoleak by implanting another suprarenal. The patient was reported to be doing well post procedure and was scheduled to be discharged on (B)(6) 2015. On (B)(6) 2015 the patient reported feeling different. A computed tomography scan was performed which indicated the patient had an endoleak. The patient was reported to have been given 4 units of blood and the physician elected to implant another suprarenal and a competitor (palmas stent) device. The patient was reported to be doing fine after the procedure on (B)(6) 2015. Additionally it was noted that the patient had not been compliant with the required follow-up visits.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.